Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor performed visual inspection and found sensor flex bent then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specifications, unable to continue with functional testing due to sensor being damaged. Unable to repeat or reproduce skin irritation in lab. In summary, the customer complaint of unexpected sensor alarms could not be confirmed. Due to found sensor failed continuity resistant due to sensor being bent. The customer complaint of skin irritation could not be replicated in the lab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced itchy skin issue at the sensor insertion site with a discrepancy in reading between sensor glucose and blood glucose values, change sensor alert, sensor updating alert, and calibration not accepted. The event involved product(s) mmt-7040ma. Troubleshooting was performed and the blood glucose value was 80 mg/dl, the sensor glucose value was 190 mg/dl, and the difference in value between sensor glucose and blood glucose was 110 mg/dl, which was not within the target range. No further patient complications were reported. Mmt-7040ma was requested and customer response was the device will be returned.